Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp2282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the safety did not activate. Nurse went to place the accucath, nurse was in the vessel and when they hit the safety it did not activate. No patient harm reported.